Event description:
It was reported that during a laparoscopic sigma procedure, part of blade broke. Could be removed. No further information is available. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). The device was returned in good physical condition with the blade tip intact and not broken off as reported by the customer; however, the tissue pad was found to be damaged, melted, and a small portion was not returned. The device was connected to a test handpiece and generator and it activated during functional testing; no anomalies were noted with the functionality of the device. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Avoid activating the blade without tissue between the blade and tissue pad to prevent damage to the tissue pad. It is possible that the device returned may have been used to complete the procedure and is not the device complained about.